Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 16533901. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 15778698. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-3138-35. Serial number: (B)(6). Batch/lot number: 15981893. Model/catalog description: lead extension kit 35cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-3138-55. Serial number: (B)(6). Batch/lot number: 16130539. Model/catalog description: lead extension kit, 55cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4316. Batch/lot number: 16480439. Model/catalog description: clik anchor. Unique identifier (UDI)#: (B)(4). Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware.

Event description:
It was reported that that the patient had developed mast cell activation syndrome (mcas) from the spinal cord stimulator (scs). The physician noted that the patient had mental or personality issues and decided to explant the scs for the patient to mentally be better. The physician thinks the scs was any of the issue. The patient underwent a scs explant procedure, was doing well postoperatively and the explanted devices were kept by the facility.